Manufacturer narrative:
The distance between coil and pt was most likely insufficient at the site of the burn since padding had shifted during movement of the pt. Also, high sar levels were used resulting in warning messages for the operator. These messages were accepted and the scans with high sar were continued to be used by the operator. The instructions for use, section 2.18.10 already contains warnings. Since thie type of user error has been reported several times, a new special sleeve is to be mounted over the cable. The sleeve forces the cables to have sufficient distance from the anatomy, which should reduce the rf interaction. This sleeve has been introduced for new torso xl coils recently and will be issued as field change order number.